Manufacturer narrative:
During the onsite investigation, the service tech could not find any error with the system. The system was returned to technical customer service and examined. Error messages were assessed to be expected, with use of device. Consequently, system was in safe condition, no risk to pt or treatment. Root cause could not be identified. (B)(4).

Event description:
Physician reports six aborted treatments due to different system error messages. No pt harm reported and no add'l info provided.